Manufacturer narrative:
The device was returned for an investigation. The reported event of multiple patient circuit disconnect alarms was confirmed and duplicated. The investigation determined that the bellows seal was not fully seated, which caused the reported issue. After re-seating the bellows seal, proper device operation was observed through functional and performance testing.

Event description:
The customer reported to ventec that their device was displaying "patient circuit disconnect" alarm. There was no patient involvement.